Manufacturer narrative:
Device received with reservoir tube lip look normal no crack noted. The test reservoir was able to lock in place. However cracked reservoir tube window corner noted. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted, however corroded battery tube spring noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the plastic chips off when changing reservoir. Customer blood glucose level was unknown. The customer stated that insulin pump was received unexplained no delivery alarm and reject new brand battery. Customer stated that insulin pump lad lost some brightness. The device will not be returned for analysis.